Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed and the cause was due to use error. Air was being sucked into the disposable as the patient had a clamp open on an unused supply line (a line not connected to a solution bag). There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 2 of 4 on the home choice (hc). The technical service representative (tsr) explained to the home patient (hp) that any lines not being used during therapy must remain closed. The tsr advised the hp that air had entered the setup. The tsr instructed the hp to cycle the power and advised the hp therapy had ended. The hp would need to start over with new supplies or do a manual exchange. The hp would start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, she was not aware of the alarm. Ps advised the pd rn that the clamp was open on an unused line. The pd rn would go over the proper procedures with the hp. The pd rn stated the hp was doing fine on the cycler. There was patient involvement; however, no patient injury or medical intervention was reported.